Event description:
It was reported that after performing test stimulation, electrode pair 1/3 showed an impedance measurement of 7 ohms using the full sys test. The impedance test was rerun in "therapy impedance" mode after reprogramming to 1-, 2+, 90, 180 hz, and 1.7 v, and once again a short circuit message appeared. The lead was removed and replaced and all impedances were within normal limits. The new lead was implanted without issue. The lead that had been removed was retested in saline, and all impedances were within normal limits in both therapy and electrode impedance settings.

Manufacturer narrative:
(B)(4)